Manufacturer narrative:
UDI, operator of device and if initial reporter also sent report to FDA are unknown; no additional information was received. The device was received for evaluation. The right plunger case was cracked. At power up, check syringe plunger sensor error was found; force sensor bridge test error was not duplicated at power up and all the force reading within the required specifications. The reported problem was due to user; both timing plates in the plunger head were assembled incorrectly by the user. Root cause could not be determined. A device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device was indicating a check syringe plunger sensor and force sensor bridge errors. No patient injury was reported.